Event description:
It was reported that during the implant procedure, the helix was bent. The lead had been moved at least 20 times. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): helix/lobe distorted/bent, lead stretched.